Event description:
It was reported that foreign matter occurred with a bd plastipak¿ 10ml syringe slip tip. The following information was provided by the initial reporter, "customer reports: "syringe has excess lubricating oil inside the siliconized rubber, compromising its functionality as it may interact with some medication or substance and cause harm to the patient."

Manufacturer narrative:
Investigation: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer were verified and it was possible observe silicone visible. The potential cause for the problem is failure at syringe lubricant system at assembly machine. We inform that to the complaint products it was required the lubricant inside the syringe, this lubricant was controlled during the production by the quantity control applied. This lubricant meets the requirements for biocompatibility.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a bd plastipak¿ 10ml syringe slip tip. The following information was provided by the initial reporter, "customer reports: "syringe has excess lubricating oil inside the siliconized rubber, compromising its functionality as it may interact with some medication or substance and cause harm to the patient."